Event description:
It was reported, the insulin pump was alarming false readings of 48 mg/dl and actual blood glucose was 200 mg/dl. Customer reported paramedics were called out twice in a 90 day period due to low blood glucose. The sensor did not alarm lows in the last two days. Customer requested a call back. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.